Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer declined further trouble shooting. Reportedly, the customer reverted to an alternate method insulin therapy.